Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the acoustic stud on the handpiece was broken off. No patient involvement was reported.